Event description:
The customer reported the interpretation for the hbsag assay was incorrectly transferred from the ams sw3.01. The initial result was positive, but the two repeat tests were negative at 052 / 052 s/co but still transferred the positive interpretation from the ams. No impact to patient management was reported.

Manufacturer narrative:
The investigation of an incorrect interpretation of the hbsag assay transferred by the aliniq ams software, version 3.01, concluded that the customer requested the rerun only for the numeric result and not for the qualitative result. This allowed the aliniq ams software to accept the new numeric value but rejected the qualitative result as an invalid rerun. A review of tracking and trending for the aliniq ams software, version 3.01, did not identify an increase in complaint activity related to the complaint issue. The device history record was reviewed and did not identify any non-conformances or potential non-conformances related to the issue described in the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified with the aliniq ams software, version 3.01.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported the interpretation for the hbsag assay was incorrectly transferred from the ams sw3.01. The initial result was positive, but the two repeat tests were negative at 052 / 052 s/co but still transferred the positive interpretation from the ams. No impact to patient management was reported.